Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported about eighteen days after an ultrathane mac-loc locking loop multipurpose drainage catheter was placed for spinal drainage, the hub separated from the drain. The skilled nursing facility found both components remained connected by the retention string. The drain was removed earlier than anticipated, but was not replaced. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the drawings, dimensional verification, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The customer returned one 10.2fr mac-loc catheter in a damaged condition. Catheter tubing has come out of the cap and hub. The catheter flare is out of round and warped/compressed. The flare is too damaged to accurately measure. The cap does not appear to have any cracks. The catheter tube od and connector cap ID were measured and found to be within specification. The number of threads between the mac-loc hub and cap was also found to be within specification. The cap was removed and the suture thread was found to be caught in the threads of the cap. A document-based investigation was performed. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The IFU supplied with the mac-loc drainage catheters instructs that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however a possible root cause has been identified as manufacturing related as the suture string was found to be caught in the threads. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We have notified the appropriated personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the drawings, dimensional verification, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The customer returned one 10.2fr mac-loc catheter in a damaged condition. Catheter tubing has come out of the cap and hub. The catheter flare is out of round and warped/compressed. The flare is too damaged to accurately measure. The cap does not appear to have any cracks. The catheter tube od and connector cap ID were measured and found to be within specification. The number of threads between the mac-loc hub and cap was also found to be within specification. The cap was removed and the suture thread was found to be caught in the threads of the cap. A document-based investigation was performed. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The IFU supplied with the mac-loc drainage catheters instructs that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however a possible root cause has been identified as manufacturing related as the suture string was found to be caught in the threads. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We have notified the appropriated personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.